Manufacturer narrative:
Lot number or product was not provided by the rptr; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder] extensive nerve damage [nerve injury] myasthenia gravis [myasthenia gravis] peripheral neuropathy [neuropathy peripheral] zinc toxicity [metal poisoning] numbness of upper and lower extremities [hypoaesthesia] severe cramping of upper and lower extremities [muscle spasms] shortness of breath [dyspnoea] difficulty swallowing [dysphagia] severe and permanent physical injuries [injury] case description: an attorney reported that their client, an elderly male who is not age (B)(6), used fixodent denture adhesive, version unknown cream, unspecified total daily use beginning (B)(6) 2000 through (B)(6) 2000, concurrently with super poligrip denture adhesive cream, unspecified daily use beginning (B)(6) 2000 through (B)(6) 2005, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage that resulted in peripheral neuropathy, numbness of upper and lower extremities, severe cramping of upper and lower extremities, shortness of breath, difficulty swallowing, and myasthenia gravis. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.